Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the atrial lead exhibited a high capture threshold. Programming changes were performed. The patient condition was stable.